Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with guardian link and glucose sensor simulator. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Unit passed the delivery accuracy test.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was communicated properly with guardian link and glucose sensor simulator. All the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Device passed the delivery accuracy test at 0.08715 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to ketones with high blood glucose of over 300 mg/dl. The customer wearing the pump at time of hospitalization. The blood glucose at the time of the hospitalization was 148 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The customer was also reported that, the sensor had sensor updating, calibration not expected and change sensor error. Customer reported button response issues that, has keypad anomaly. Customer stated that numbers are ramping on their own and the scroll bar is moving with no input. Customer stated that he got an alert of stuck button. Customer stated that he was even hospitalized. Customer stated that still he is not doing well. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.